Event description:
A complaint was received from a customer that stated this is the third lot of strips that they used and glucometer elite will not hold the calibration number. They stated that they put the code strip in the meter and the specific code will not remain. While on the phone a review of the system was conducted. It was learned that the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Because it is possible that the off brand reagent may have damaged the elite system a request to return the unit for evaluation was made. In the meantime a replacement unit was provided.